Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent occlusion testing; constant " downstream occlusion" error message was duplicated. The problem source has been determined to be user interface as a result of fluid ingression.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an occlusion alarm during the administration of the bolus, but the administration was carried out. No adverse effects were reported.